Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (dissection). (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses. While a 22-fr gore® dryseal sheath with hydrophilic coating (dsl2228j/15162296) was being advanced, some resistance was met. Two endoprostheses were successfully deployed, and upon retrieval of the introducer sheath, a dissection in the right external iliac artery was revealed. The physician elected to implant a gore® excluder® aaa endoprosthesis, contralateral leg component to repair the iliac artery dissection. The patient tolerated the procedure. It was reported that diameter of the patient¿s access vessel was 7.6mm ¿ 7.7mm.